Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A transmitter final functional test was performed and passed. No share log data was available for review. The complaint confirmation of a transmitter failed error could not be determined. The root cause could not be determined.